Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that at 5:43am, fentanyl was programmed to infuse 450 mcg/hr as a continuous infusion with the rate at 45ml/hr. At 6:25am the infusion was stopped and reset to infuse 100 mcg/hr at a rate of 10ml/hr. At 7:40am the rate was still 10ml/hr. At 8:32am the nurse stopped the infusion and at 8:42am the fentanyl bag was replaced. At 8:57am the infusion was stopped because the patient no longer needed sedation. It was later discovered that the original setting should have been 45 mcg/hr instead of 450mcg/hr. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a possible overinfusion was not confirmed. The customer¿s dataset was not provided and therefore the medication in use as well as the profile in use were not able to be identified. The pcu event log shows that the pump module was programmed to infuse drugid 384 at a rate of 5ml/hr at 4:48 am on 21 march 2018. At 4:49 am the device alarmed for patient side occlusion. The device was paused and then restarted. At 5:20 am a channel disconnect occurred and the device was removed from the system and then was re-added 6 seconds later. The device was removed again and was again re-added 6 seconds later. The user then programmed an infusion of drugid 384 to infuse at 2.5ml/hr. At 5:24 am the user changed the dose to 500mcg/hr, which made the rate 50ml/hr. The user selected yes to the guardrails warning that the dose was above the maximum. At 6:16 am the user changed the dose to 250mcg/hr, which made the rate 25ml/hr. At 6:43 am the user changed the dose to 100mcg/hr, which made the rate 10ml/hr. At 9:03 am the device was channeled off. The volume recorded as being infused during this period was 79.6ml. Although an overinfusion was not definitively identified, the log information suggests that the error was made at 5:24 am when the user changed the dose to 500mcg/hr since the event description stated that the dose should have been 45mcg/hr. The root cause of the possible overinfusion was not identified.